Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device delivered two shocks and then stopped working. No additional information was available. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. Review of the device logs shows multiple power cycles that contributed to the depletion of the installed batteries. It's also worth mentioning that multiple batches of batteries were used in the device, some greater than 5 years of age. Additionally, it was found in the logs that the device was not stored properly with pads attached, meaning the device was consistantly in a red x state requiring attention. Testing of the device with known good batteries and test pads did not yield any discrepancies. The device was recertified and returned to the customer along with a new set of batteries. The customer was contacted and informed of the results. Analysis of reports of this type has not identified an increase in trend.